Event description:
(B)(4). Event occurred in the united states. The patient reported tubing detachment at the quick release while getting in and out of his car. While trying to disconnect from the quickset at the quick release, the whole thing came out. He was traveling at that time. It detached thrice, and he pinched it to turn but it was not getting released. There was a time when the infusion was on for a day and a half. As soon as he inserted the second one, insulin went everywhere. The third one was on for about half a day when he noticed his blood glucose level was not going down and realized that the tubing came out. The site location was either side and the pump was located on the same side in relation to the site. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Reportedly, patient's blood glucose level was at 162 mg/dl in the morning of this report. No further information available.